Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same patient.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest, which is alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. MFR#1225714-2015-04430, 1225714-2015-04431.